Manufacturer narrative:
The returned implants were visually inspected and found no sign of breakage or obvious defect. Scratches were found on the glenosphere, more than likely caused during implant removal. The implants were disassembled for further evaluation/investigation. The implants did not show any sign of failure and the threads were not stripped or deformed. The implants were visually and functionally within specification/good condition and deemed as acceptable product.

Event description:
Original surgery was (B)(6) 2022. First revision was (B)(6) 2023 for an instability event. Patient had a second instability event and surgeon revised again, utilizing onlay design. There was no report of a traumatic event and this was the first notification of both revision surgeries. When removing the implant, the glenosphere, glenosphere locking screw and baseplate locking cap came off in one piece.